Manufacturer narrative:
(B)(4). Upon follow up, the cause of death was reported as multi-organ failure and septic shock. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: it was reported that the patient is now having problems with all of their major organs (not further specified). This event was further described as being related to the peritonitis. The peritonitis had been ongoing before the hospital admittance; however, this was not medically confirmed. On an unreported date, the patient was switched to hemodialysis and was discharged from the hospital. The outcome of the peritonitis event was not reported. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by mucus appearing effluent coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. One day after onset, the patient was hospitalized for the peritonitis event. Dianeal and extraneal therapies were initially reported to be ongoing, but on an unreported date during the hospitalization; the peritoneal dialysis catheter was surgically removed. On unreported date(s), the patient received unspecified antibiotics (medication, dosage, route, frequency, and duration not reported) for the peritonitis event. Hospitalization was reported to be ongoing. The patient was not recovered from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: it was reported that the patient experienced peritonitis manifested by patient ¿not feeling well,¿ ¿felt like throwing up,¿ cloudy fluid, mucus in peritoneal dialysis (pd) effluent and effluent with color and texture of orange juice and subsequently gravy during course of hospitalization. On (B)(6) 2015, the patient began treatment with numerous unspecified intravenous antibiotics (dose, route and frequency not reported) for the peritonitis. It was reported that on an unknown date in (B)(6) 2015, the patient became septic and was reported as fungus in blood, infection went into the patient¿s blood system and patient experienced infection in all organs and entire body. The cause of this infection was due to the peritonitis. The patient was treated with unknown intravenous antibiotics (dose, route and frequency not reported) for the event of infection in all organs. On (B)(6) 2015, pd therapy was discontinued and the patient was started on hemodialysis. On (B)(6) 2015, the patient passed away. The cause of death was due to complications associated with peritonitis. Treatment was ongoing until the time of death. An autopsy was not performed. The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported the patient was diagnosed with peritonitis secondary to their non-baxter peritoneal dialysis (pd) catheter. The sepsis was later found to be related to the patient¿s diagnosis of clostridium difficile. The cause of sepsis and the peritonitis event was due to the patient¿s non-baxter pd catheter, therefore; this product is no longer considered suspect in this event. Should additional relevant information become available, a supplemental report will be submitted.